Event description:
It was reported that the buttons on the insulin pump are unresponsive. It was also reported that the numbers on the insulin pump scroll up without any input from the customer. Customer's blood glucose level at the time 216mg/dl. Troubleshooting occurred. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.